Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system would not x-ray in the middle of an exam. Upon troubleshooting fse found that the reported period is short triggering attempts of all under 1 sec with no images. Fse replaced foot switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes was corrected.

Event description:
It has been reported to philips that the system would not x-ray in the middle of an exam. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions and event log review showed a problem with the foot switch not triggering. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.